Event description:
Same case as MFR reports#: 3005188751-2011-00169, 00170, 00171, 00172 and 00173. It was reported during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. The use of two fast-cath transseptal introducers, an agilis steerable introducer and a brk needle were used to access the left atrium. A reflexion spiral diagnostic catheter and a safire blu ablation catheter were used to map and ablate the pulmonary veins. While isolating the left pulmonary, vein the pt suddenly became hypotensive. A transesophageal echocardiogram confirmed a moderate posterior apical pericardial effusion. The catheters were removed from the left atrium and a fluid bolus and 50 mg of protamine were administered. The pt's blood pressure stabilized and the pt was transferred to the intensive care unit for observation and is reported to be in stable condition.

Manufacturer narrative:
One safire blu ablation catheter was received for eval. Functional testing confirmed the catheter created the correct curve in both directions when deflected. Further investigation confirmed the device passed all tests and functioned properly. Microscopic investigation of the catheter tip revealed no anomalies. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as cardiac perforation is a known physiological effect of the procedure and is noted within the IFU.